Event description:
Indication - multiple myeloma not having achieved remission. Spontaneous inbound call from patient to report pump down occlusion errors and restarting several times with no success. Rph advised patient will need to have make up dose due to pump malfunctions and will need a new pump. No side effect reported from affected dose. Defective pump is on hand for return for inspection. Unknown lot number and expiration date. Spontaneous call ¿ no further information provided. Reported to (B)(6) by: patient/caregiver.